Event description:
The patient had a spinal fusion surgery and during the procedure, the patient's catheter was cut. The cut was noticed and immediately fixed with 35-40 cm of catheter added, but the new portion of the catheter was not primed at the time of the surgery. Due to the surgery, the patient was sedated and intubated. Twenty hours after the revision surgery, the hcp was considering performing a bolus. The hcp programmed a 0.5 ml bolus with a duration of one hour. A programming error occurred; the drug concentration was 4000 mcg/ml resulting in a bolus of 200 mcg. The patient's pump was stopped after 20 minutes, but the patient has already received a bolus of 666.67 mcg. The patient's pump was currently programmed to deliver 700 mcg/day. The patient continued to be sedated and intubated, but did not experience any signs of withdrawal after the surgical event or the bolus. The hcp suspected as a result of these events that the patient's system was not functioning in some way, and hcp was likely going to be doing troubleshooting. The patient was prescribed oral baclofen in case of any withdrawal symptoms. The patient recovered without sequela and was doing well. The patient was discharged home and the patient's put will be replaced in the near future. The patient's pump contained compounded baclofen. Reference MFR report #6000030200800891.